Event description:
It was reported that the patient had a sub-therapeutic international normalized ratio (inr). On (B)(6) 2022, the patient had a hemorrhagic stroke and experienced aphasia, drowsiness and was weak. A computed tomography (CT) of the head was performed. The patient's family decided to withdraw care and on (B)(6) 2022, the patient passed away. The pump was operating as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.